Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, "a patient of age around 30 was implanted with a onxmc 25/33 (sn: (B)(4)) more than 3 months ago. Echo inspection after the operation was good. Routine echo follow up after 3 months of surgery indicated there was regurgitation, after repeated echo inspections (including using tee) exclude perivalvular leakage. [Physician] said the regurgitation should be the result of leaflets not properly closed. [Physician] commented the regurgitation was ¿serious¿ and if situation not improved, re-operation has to be performed in 1-2 years¿ time."

Manufacturer narrative:
The manufacturing records for the onxmc-25/33, serial number 5(B)(4) , were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. A patient of age around 30 was implanted with onxmc 25/33, serial number 5228606, more than 3 months ago. Echo inspection was good. Routine echo follow up after 3 months of surgery indicated there was regurgitation, after repeated echo inspections (including tee) exclude perivalvular leakage. The surgeon said the regurgitation should be the result of leaflets not properly closed. The surgeon also commented that the regurgitation was serious and if situation not improved, re-operation has to be performed in 1-2 years¿ time. The patient was requested to do follow up echo in three months¿ time. Additional information was received from the surgeon. Regurgitation was classified as severe. No patient co-morbidities were reported. Inr after surgery was kept at 2.0 and will be adjusted to 2.5. Patient was diagnosed with rheumatic heart disease and required mitral valve replacement. The surgeon used non-everting suture method. Postop inr was maintained at 2.0 which subtherapeutic for the mitral position. The instructions for use state that patients with an on-x valve position or in multiple valve positions should be maintained at an inr of 2.5-3.5 continuously after valve replacement surgery. Therefore, it is unlikely that the valve malfunctioned and is more likely associated with anticoagulation and potential thrombosis resulting in leaflet impingement. It is possible that the leaflet immobility is due to an interference of native tissue e.g. Retained subvalvular mitral apparatus but this cannot be confirmed without echo ¿ leaflet impingement by the native anatomy would result in an apparent central regurgitation. While thrombosis is a recognized potential complication associated with prosthetic mitral valve replacement, its occurrence is relatively rare. Objective performance criteria report an historical thrombosis incidence of 0.8% per valve-year for all rigid prosthetic valves. A definitive root cause is unknown, but possibly related to subtherapeutic inr and subsequent thrombosis or retained subvalvular mitral apparatus. The instructions for use also identify perivalvular leak as a potential adverse event associated with prosthetic valve replacement. There is no definitive evidence indicating that the valve malfunctioned. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "a patient of age around 30 was implanted with a onxmc 25/33 (B)(4) more than 3 months ago. Echo inspection after the operation was good. Routine echo follow up after 3 months of surgery indicated there was regurgitation, after repeated echo inspections (including using tee) exclude perivalvular leakage. [Physician] said the regurgitation should be the result of leaflets not properly closed. [Physician] commented the regurgitation was ¿serious¿ and if situation not improved, re-operation has to be performed in 1-2 years¿ time."